Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation 18aug2021. The device evaluation is in progress at the time of this report; therefore, the customer's report of no image can not be verified at this time. The device evaluation and investigation are ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, when additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, during preparation for a colonoscopy, the evis exera iii video system center would not display an image despite trying other scopes. The patient was not in the procedure area at the time the malfunction occurred and there was no delay in the planned procedure. There was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer¿s investigation. The evaluation of the returned device confirmed the customer's report of no picture, and was attributed to a faulty patient board set that needed to be replaced. Software upgrade was also recommended. The unit is equipped with new type switch and the video connector is in normal condition. Legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The failure of the patient board occurred five years from the date of delivery. The malfunction may have occurred due to an accidental failure.